Manufacturer narrative:
(B)(4). Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone of the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at output window; the metal cap exhibits moderate char on surface, and indications of slight melting on output window; the outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during prostate procedure, the fiber was noted to be burnt after 32 minutes of use. The fiber was exchanged, and the same issue was noted after 300,549 joules and 30 minutes of use. Both tips (caps) were cleaned during the procedure. The procedure was completed using the third fiber. Patient outcome: "ok" reported. No patient or user injury was reported. This report is for the second fiber.